Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 6026806 were reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the patient continues to get high-pressure alarms using the cassettes. There was a patient involvement, and no patient harm/adverse event reported.